Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that the after the surgeon had tightened the screw the guidance tool moved. Even if tightened really hard. There was no reported delay and no report impact to patient outcome. The site switched to a different guide tool to proceed with the procedure.